Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was aborted and continued after transferring the patient to another room. Philips field service engineer (fse) went onsite and confirmed the reported problem. After reviewing the log there is motor assembly error. Fse suspected the probable cause was table height potmeter. To resolve the problem, fse replaced height potmeter. After replacement of height potmeter was completed, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the table could not be controlled properly, which caused a delay of more than 20 minutes. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.